Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified re-stenosed lesion in a shunt. During the percutaneous transluminal angioplasty (pta) procedure, the armada 35 balloon ruptured at 7 atmospheres during the first dilatation for 30 seconds due to heavy calcification. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2920 labeled. Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined that the reported difficulties appear to be related to case circumstances. It is likely that the reported resistance and balloon rupture is the result of interaction with anatomy which was described as heavily calcified concentric lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the procedure was to treat a re-stenosed, moderately tortuous and heavily calcified concentric lesion in the distal left arteriovenous shunt. Resistance was noted with the calcification during advancement of the armada 35. No additional information was provided.